Event description:
The initial reporter alleged discrepant hiv results for one patient sample tested with the kit s201 t-scrn mpx v2.0 96t us-ivd on the starlet 8ch.compl. W. Accessories. The sample preparation workflow involves aliquoting samples into secondary tubes at a different site, followed by transportation approximately 400 km to the testing site via the customer¿s sample transportation network. On (B)(6) 2022, the sample generated a reactive hiv result with a late cycle threshold (CT) value of 42.9. Hepatitis b virus (hbv) and hepatitis c virus (hcv) were not detected. Serology testing for the sample was negative. The sample was retested, and the results were released; however, the retest result and raw data were not provided. Additionally, on the same day, an hiv-1 o control run in the batch after the alleged sample showed weak hcv amplification with a CT value of 41.9.

Manufacturer narrative:
The analysis was performed on a starlet 8ch.compl. W. Accessories analyzer (serial number: (B)(6)). The investigation determined that the discrepant hiv result was likely due to non-specific amplification, potentially caused by minor instrument contamination. A review of the amplification curves for the alleged sample indicated weak hiv amplification with a very late cycle threshold (CT) value, making it difficult to distinguish between true target amplification and non-specific amplification. Additionally, an anomaly was observed in the hiv-1 o control run in the batch after the alleged sample, which showed weak hcv amplification. No systemic reagent issues were identified during the investigation. The customer reported no further issues after performing a deep cleaning of the instrument. Regular deep cleaning was recommended to mitigate the risk of recurrence.